Manufacturer narrative:
E1: initial reporter address 1: (B)(6) hospital.

Event description:
It was reported that the device was stuck. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the wolverine balloon could not cross the calcium nodule and acute bent lad, and while pulling back it was stuck. The device was inflated and deflated and taken out in the artery. The procedure was completed with a non-boston scientific balloon. No patient complications reported.

Event description:
It was reported that the device was stuck. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the wolverine balloon could not cross the calcium nodule and acute bent lad, and while pulling back it was stuck. The device was inflated and deflated and taken out in the artery. The procedure was completed with a non-boston scientific balloon. No patient complications reported.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual and tactile inspection noted no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads and tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. Based on the available information it is likely that the interaction between the device and lesion anatomy present in the vessel 90% stenosis, severe calcification and moderate tortuosity was the predominant cause of the event.